Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and, and breast implant deflation if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a unknown size unknown saline implant on both sides and experienced bilateral capsular contracture; baker grade IV, and left side breast implant deflation. As a result, the devices were explanted on (B)(6) 2021. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On march 24, 2021, mentor became aware that the complaint devices are not mentor product. Hence, appropriate fields have been properly updated accordingly on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).